Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue; the screen went blank after the patient wore it while swimming. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigated by product analysis on 30-jan-2018. On review of the black box data, multiple call service 054/052 alarms were recorded. On investigation, the pump powered on with functioning audio tone and vibration; however, the display remained blank. Investigation duplicated the complaint. There was moisture behind in the battery compartment due to moisture leakage at a crack in the battery compartment confirmed by leak testing. Inspection of the pump¿s internal compartment revealed moisture throughout the pump¿s interior compartment and on all components.